Manufacturer narrative:
Qn#: (B)(4). Teleflex did not receive the device for investigation. The reported complaint of "possible helium loss alarm" is confirmed based on the picture of the recorder strip provided from the customer; however, the field service engineer checked the pump and could not replicate the alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaint entries see MDR #1219856-2017-00290 and tc # (B)(4). See also MDR #1219856-2017-00291 and tc # (B)(4).

Event description:
It was reported by the rn to report the intra-aortic balloon pump (iabp) would not stop alarming even after turned off during the third insertion of the intra-aortic balloon (iab). The rn stated that the pump was not in use during the insertion just sitting waiting to be connected. As a result, the pump was taken out of the room and exchanged with a second one. The rn stated the screen was unresponsive and would not power off even when the power off was depressed. The rn has noted the pump to be checked by biomed. There were no patient deaths or complications reported.

Manufacturer narrative:
(B)(4). Other remarks: for related complaint entries see MDR #1219856-2017-00290 and tc # (B)(4). See also MDR #1219856-2017-00291 and tc #(B)(4).

Event description:
It was reported by the rn to report the intra-aortic balloon pump (iabp) would not stop alarming even after turned off during the third insertion of the intra-aortic balloon (iab). The rn stated that the pump was not in use during the insertion just sitting waiting to be connected. As a result, the pump was taken out of the room and exchanged with a second one. The rn stated the screen was unresponsive and would not power off even when the power off was depressed. The rn has noted the pump to be checked by biomed. There were no patient deaths or complications reported.